Manufacturer narrative:
The device is not available for investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. There is no lot number so a lot history review can not be performed.

Event description:
A medsun mandatory medwatch report (#(B)(4)) was received on (B)(6) 2022 which stated the following under the event section of the report: "patient who was receiving abraxane infusion had their tubing snap apart from proximal y-site to the patient." The product involved was a lifeshield administration set. Chemo exposure would have been airborne and fluid, however everyone was wearing masks and the nurse was wearing gloves. There was patient involvement, however no report of human harm.